Event description:
The user facility reported an impella cp in an 84-year-old patient for primary percutaneous coronary intervention support. During support of impella cp the patient was off heparin for bleeding at impella groin site. Positive distal pulses, no hematoma. Echocardiogram done today, not yet resulted. Per rn possible plan to remove impella monday. The pump was explanted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the major bleed: bleed around the sheath was resolved by applying manual pressure. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.